Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same article as MFR report #: 2134265-2016-08740, 2134265-2016-08741, 2134265-2016-08742, 2134265-2016-08743, 2134265-2016-08744. It was reported via a journal article that longitudinal stent deformation occurred in 6 cases. A review of 314 consecutive patients at the study institute with placement of promus premier stents was performed. Stent implantation was successful in all cases. However, in six cases, longitudinal stent deformation occurred. Bailout was successful in all cases.